Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that a nurse delivered a testosterone injection into a patient's right hip with a 25 g x 5/8 in. Bd integra¿ 3 ml syringe with detachable needle and the needle separated from the syringe. The medication was not completely delivered and spilled all over the area. The patient went to an emergency department and received 3-4 x-rays but the needle was not found.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection observed that the needle was inside the barrel. The sample had a highly viscous substance (presumably leftover medication) inside. The plunger rod was noted to not have been fully depressed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5001550. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.